Event description:
New information received indicated that a remote transmission showed noise reversions and multiple ventricular high rate episodes. There were pauses in pacing of 2 to 3 seconds with oversensing of ventricular noise that continues to be seen. The patient remained asymptomatic and no adverse consequence related to the oversensing. The physician referred the patient to a cardiac surgeon for discussion concerning this lead with possible plan for lead replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow-up. A brief ventricular noise reversion was seen. The lead appeared to be otherwise functioning normally with stable and normal pacing, sensing and lead impedance values. The patient has chronic atrial fib and has had a previous av node ablation. The oversensing was reproduced and inhibition when patient performed arm movements. The device was reprogrammed. The patient was stable prior to, during and after the follow-up and will be monitored.

Event description:
It was reported that the right ventricular lead was explanted via laser lead extraction. Patient was asymptomatic and well.